Event description:
During a total knee replacement procedure, it was reported that the blade broke going through a global rbk jig femoral cut. All pieces of the broken blade were recovered. There was no patient injury or intervention reported.

Manufacturer narrative:
Device returned, evaluation not yet begun.